Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after flushing and delivering a 25mm x 90mm palmaz genesis on opta pro stent delivery system (sds) to the lesion, the stent was not seen. The delivery system was removed, and it was found that the sent had dislodged inside of a non-cordis long sheath. There was also resistance/friction felt during insertion of the sds into the non-cordis sheath. The stent was able to be removed by removing the non-cordis sheath from the patient and there were no reported injuries to the patient. This was during a procedure to treat a subclavian artery lesion. The device was stored and prepped per the instructions for use (IFU). The stent was not manipulated on the delivery system prior to insertion. There was no difficulty removing the delivery system from the patient. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: this is an updated complaint conclusion due to product return. As reported, after flushing and delivering a 25mm x 90mm palmaz genesis on opta pro stent delivery system (sds) to the lesion, the stent was not seen. The delivery system was removed, and it was found that the sent had dislodged inside of a non-cordis long sheath. There was also resistance/friction felt during insertion of the sds into the non-cordis sheath. The stent was able to be removed by removing the non-cordis sheath from the patient and there were no reported injuries to the patient. This was during a procedure to treat a subclavian artery lesion. The device was stored and prepped per the instructions for use (IFU). The stent was not manipulated on the delivery system prior to insertion. There was no difficulty removing the delivery system from the patient. The device was returned for analysis. A non-sterile ¿long gen / pro 25 x 90 per 135¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation. Upon inspection, the balloon was received deflated. The stent was not mounted on the balloon and was not returned for this evaluation. No damages or anomalies were observed on the returned unit. Using a vision system to magnify the balloon area, stent strut marks were observed on the balloon surface. This indicates that the device complied with the stent crimp process. The reported ¿stent dislodged ¿ within guiding catheter/sheath¿ was confirmed as no stent was returned with the stent delivery system for analysis. The exact cause cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. The french size of the csi used, and the guiding catheter was not provided as the interaction between the guiding catheter and sds upon insertion may have been a contributing factor. Therefore, based on the information for review it is likely procedural factors and handling of the device with concomitant devices contributed to the events reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ the information available, nor product evaluation do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.

Event description:
As reported, after flushing and delivering a 25mm x 90mm palmaz genesis on opta pro stent delivery system (sds) to the lesion, the stent was not seen. The delivery system was removed, and it was found that the sent had dislodged inside of a non-cordis long sheath. There was also resistance/friction felt during insertion of the sds into the non-cordis sheath. The stent was able to be removed by removing the non-cordis sheath from the patient and there were no reported injuries to the patient. This was during a procedure to treat a subclavian artery lesion. The device was stored and prepped per the instructions for use (IFU). The stent was not manipulated on the delivery system prior to insertion. There was no difficulty removing the delivery system from the patient. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, and h11 this device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, after flushing and delivering a 25mm x 90mm palmaz genesis on opta pro stent delivery system (sds) to the lesion, the stent was not seen. The delivery system was removed, and it was found that the stent had dislodged inside of a non-cordis long sheath. There was also resistance/friction felt during insertion of the sds into the non-cordis sheath. The stent was able to be removed by removing the non-cordis sheath from the patient and there were no reported injuries to the patient. This was during a procedure to treat a subclavian artery lesion. The device was stored and prepped per the instructions for use (IFU). The stent was not manipulated on the delivery system prior to insertion. There was no difficulty removing the delivery system from the patient. The device was not returned. The reported ¿stent dislodged ¿ within guiding catheter/sheath¿ could not be confirmed as the device was not returned for analysis. The exact cause of the event could not be determined. Based on the information available for review, procedural factors likely contributed to the reported event. However, without the return of the devices for analysis, it is difficult to draw a clinical conclusion between the devices and the event reported. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Inspect the crimped stent for adherence to the balloon and centered placement in relation to the balloon marker bands. Do not reposition the stent or hand crimp. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. When catheters are in the body, they should be manipulated only under fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated under vacuum. Prior to stent expansion, ensure that stent and balloon are completely exposed from the csi or guiding catheter. Caution: never re-advance a csi or guiding catheter over an exposed stent to avoid dislodging the stent. Caution: if a tuohy-borst type adjustable hemostasis valve is used, avoid over tightening since this may restrict the flow of contrast media in and out of the balloon, thereby slowing inflation/deflation. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken.